Event description:
Reported as explant to be returned. Follow up findings, event clarified as band removal due to slippage.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."